Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered their total daily insulin as 27.95u/day instead of 26.25u/day. Tandem technical support assisted customer in correcting setting. Customer's blood glucose level was 153 mg/dl.